Manufacturer narrative:
(B)(4). Two sensors were returned for device evaluation. Both with the lot number of 5193840; therefore, it is unknown which sensor is the complaint device. The first sensor wire (serial number (B)(4)) was visually inspected and no defect was found. The sensor wire was provided with return and the wire was properly attached to the housing puck. The customer complaint could not be confirmed or disconfirmed. The root cause could not be determined. The second sensor wire (serial number (B)(4)) was visually inspected and the sensor wire was missing from the housing puck. A complete investigation was not able to be performed and the reported missing sensor wire was confirmed. However, a root cause could not be determined.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire on (B)(6) 2015. The patient's sensor was inserted on (B)(6) 2015. Upon removal of the sensor pod, the patient was unable to locate the sensor wire. The distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).